Event description:
The event is reported as: unable to inflate/deflate cuff due to syringe would not stay attached to pilot balloon. No report of pt injury.

Manufacturer narrative:
The device sample was returned for evaluation. The device history record (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint.